Manufacturer narrative:
Citation: mas-peiro et al. Optimal oversizing in transcatheter aortic valve replacement with the self-expanding evolut valve system. J invasive cardiol. 2024 mar 4. Doi: 10.25270/jic/24.00011. Earliest date of publication used for date of event and date of death. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Select patient information cannot be included in regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding optimal oversizing in transcatheter aortic valve replacement (tavr) with the medtronic evolut valve. The study population included 740 patients with a mean age of 83.9 years who were predominantly female.  All patients were implanted with a medtronic evolut r, evolut pro or evolut pro+ bioprosthetic valve.  There were three (0.4%) procedural and 20 (2.7%) in-hospital deaths that occurred in the study population.  No further details were provided on these deaths.  Of note, there was no statement establishing a causal or contributory relationship between medtronic product and the deaths.  Adverse events included: cardiac tamponade, coronary obstruction, valve migration, acute kidney injury, major vascular complication, major bleeding complication, arrhythmia requiring permanent pacemaker implant, moderate to severe paravalvular leak, moderate to severe aortic regurgitation, myocardial infarction, and conversion to open surgery.  No further information was provided pertaining to medtronic products.